Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 54 mg/dl. Patient's other blood glucose value was unknown. Customer reported customer does not allege pump was over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer sugar at lunch was 107 mg/dl and 54 mg/dl and 56 mg/dl and 63 mg/dl. The device is not expected to be returned for analysis.